Manufacturer narrative:
Report number: 1038671-2024-00393 d10 concomitants: 806283 204-01-06 - ps cemented femoral sz 6 917711 204-26-13 - ps tibial inserts sz 6, 13mm 976352 204-04-65 - trapezoid tibial tray sz 6f/5t multiple MDR reports were filed for this event, please see associated report: 1038671-2024-00393. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 13 years and 9 months after right total knee arthroplasty procedure, the patient has experienced prosthesis wear, osteolysis, synovitis, joint effusion and scar tissue. No further issues or complications were reported. Per postoperative diagnosis stated in op report: failed right knee (advanced wear of polyethylene liner with severe soft tissue reaction. Revised to competitor's devices (femoral, tibial, and patella components). No images were provided. There is no other information available.